Event description:
In 2000, a 28mm x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an infrarenal and right common iliac aneurysm in a pt. It was reported that the routine CT scan in 2001 demonstrated no evidence of an endoleak. The day before the event the pt developed onset of abdominal pain. The pt was taken to the emergency room and a non-contrast CT scan showed inflammation around the aneurysm, but no evidence of rupture. A repeat CT scan using contrast demonstrated an endoleak and appeared to have caudal migration of the stent graft with a type I proximal endoleak. The physician did not have an extension cuff suitable for repair at their facility. An endo-graft cuff was in the process of being fed-x'd to the physician when the pt developed increased abdominal pain.

Event description:
The explant analysis/investigation concluded that the most likely cause for the symptomatic aneurysm was caudal migration and proximal type I endoleak, which may have been caused due to a poor proximal seal at implant, as evidenced by the <1 cm seal zone estimated by film review. The brokne stent on the ipsilateral leg was not believed to have been caused in-vivo. There was evidcence of reduced columnar support in areas of consecutive broken sutures, which could have contribured to